Event description:
It was reported that during a thoracoscopy procedure, the clips did not come out correctly from the instrument. This happened with two pieces of the device. A third one was used to finish the procedure. There were no adverse consequences for the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Yielded jaw. The analysis found that the er320 device (a) was received empty. Further inspection found that the jaws had become yielded. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. In addition, the lockout mechanism was found to be broken as it was fired through; however, this finding is not related to the incident reported. No incident related to the reported event was observed during the batch record review. The analysis found that the er320 device (b) was received in good visual condition. Further inspection found that the jaws had become yielded causing the clips to be ejected and making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # g9j89h, expiration date: 12/2014, manufacturing date: 01/2010. Yielded jaw.